Event description:
It was reported that a dexcom g7 continuous glucose monitor lost signal and pairing to the ilet failed, after which the user was guided to toggle cgm settings between g7 and g6 and re-enter the sensor pairing code, and the pump was confirmed to re-enter pairing mode with education provided on the pairing period. Symptoms included no reported adverse clinical effects. Outcomes included the need for troubleshooting and education to restore pairing functionality. Investigation included technical support guidance and user re-education on device setup. Investigation of this case revealed that the device required re-initiation of pairing and correct configuration to resolve the connection issue. It was concluded that the event involved a pairing failure between the g7 sensor and the ilet that was addressed through user-directed troubleshooting without clinical harm.